Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 85 mg/dl. Nothing further was reported.